Event description:
The manufacturer received information that "a patient passed away in the unit" while on a trilogy 100 device. The customer requested the action log of alarms during the patient's use of the device. During the hospitalization period, the device issued disconnect and desaturation alarms, and the patient was on a monitor for vital signs. Despite resuscitation efforts, the patient did not recover. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". This issue the customer reporting the patient was admitted to the hospital on (B)(6) 2025, for a stroke which occurred days prior to the patient's passing on (B)(6) 2025. The time of the patient's passing remains uncertain. The cause of death is unknown, has been reviewed by the clinical expert and determined the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. The ventilator settings reported were mode: circuit passive avap, pressure settings: 45, minimum of 35, apap settings: 25, breath rate: 13 breaths per minute, inspiratory time: 1.8 seconds, trigger type: auto track, rise time: 4. The customer states there is no allegation of device malfunction. The reason for using the device is oas and severe obesity. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received that "a patient passed away in the unit" while on a trilogy 100 device. The customer requested the action log of alarms during the patient's use of the device. During the hospitalization period, the device issued disconnect and desaturation alarms, and the patient was on a monitor for vital signs. Despite resuscitation efforts, the patient did not recover. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". This issue the customer reporting the patient was admitted to the hospital on (B)(6) 2025, for a stroke which occurred days prior to the patient's passing on (B)(6) 2025. The time of the patient's passing remains uncertain. The cause of death is unknown, has been reviewed by the clinical expert and determined the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. The ventilator settings reported were mode: circuit passive avap, pressure settings: 45, minimum of 35, apap settings: 25, breath rate: 13 breaths per minute, inspiratory time: 1.8 seconds, trigger type: auto track, rise time: 4. The customer states there is no allegation of device malfunction. The reason for using the device is oas and severe obesity. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The trilogy 100 device. Was returned to the (pil) product investigation laboratory for investigation. During the evaluation the technician was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. Upon initial external visual inspection of the suspect trilogy 100 ventilator, the technician did note some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port, as well as some scratching on the lcd cover. The technician recorded and reviewed the unit¿s event log and settings and proceeded to attempt to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The technician observed the unit go into a ¿ventilator inoperative¿ alarm state and confirmed an (err_dsp_motor_failure vent_inop e-009) error code in the log taken directly afterwards and verified also that this was the first occurrence of an (err_dsp_motor_failure vent_inop e-009) error code. The suspect unit was disassembled for internal inspection. No signs of damage or evidence of defective operation were discovered. No pinched or blocked tubing was detected. The technician also found the airpath foam to be firmly secured, without any signs of delamination or degradation. There is no confirmation of black foam particulates or foam degradation inside the suspect unit after disassembly. The technician removed the unit blower for individual inspection. The blower was installed into trilogy stb-(B)(6) where the (err_dsp_motor_failure vent_inop e-009) error code and ¿ventilator inoperative¿ state were both reproduced. Upon performing the blower motor troubleshooting procedure (B)(4), the blower failed multiple visual and practical steps. A known good blower was installed into the unit, and the unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. In conclusion, after review, the technician has determined that the blower of trilogy 100 ventilator 1054260b/(B)(6) became faulty due to foreign material from external sources indicative of significant contamination, and the sensor pca of the unit drifted out of spec due to contamination issues.